Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: feeling unwell and a large accumulation of fluid in the left breast.

Event description:
Patient reported feeling unwell and a large accumulation of fluid in the left breast. Device remains implanted.